Manufacturer narrative:
During follow-up, the patient reported on his technique which may have caused or contributed to the reported event. Regarding his technique, the patient reported he takes an alcohol wipe to clean the top of the lubricating jelly container before applying lubricant to the catheter. Then he uses this same wipe to clean his penis. After cleaning the insertion area, he uses the same wipe to pick up the sterile catheter and hold it throughout insertion. This may cause contamination of the catheter. The patient was urged to discuss this technique with his doctor.

Event description:
Patient (user) reported he suffered a urinary tract infection (uti) and was prescribed an antibiotic for 10 days. He finished the course of antibiotics, but the infection did not go away. He explained he had to go into the hospital on (B)(6) 2019 due to pain. He said he was told he had a kidney stone and uti so was put on a foley and prescribed an antibiotic. The original infection had not gone away.